Event description:
It was reported to boston scientific corporation that during a therapeutic placement of a wallstent enteral endoprosthesis on a female, the stent "was not fully deployed" and as it was being retrieved, the "catheter removed and stent was still in stomach." The physician removed the stent two days afterwards with a double channel scope and another stent was successfully placed in the duodenum. No patient complications were reported.

Manufacturer narrative:
The complaint indicated the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar; complaints related to the product family was conducted; no additional complaints have been recorded for the pertinent lot. Rolling 15-month compliant trend reports for all complaint failure modes were reviewed; no adverse trends were noted and no data points exceeded the trigger action limit.